Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacing dependent patient presented with a complaint of chest pain. It was observed that the right ventricular (rv) lead had perforated through the septum into the left ventricle. The lead was explanted and replaced. The patient was recovering.

Event description:
New information received notes that lead exhibited low pacing impedance and high capture threshold. Perforation was confirmed via chest x-ray.